Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the allegation of dislodgment made against the lead.

Event description:
Boston scientific received information that surgical intervention was performed to reposition this ra lead as it had dislodged and was capturing the ventricle. During the procedure, while attempted to reposition the ra lead, the physician noted that the helix would not extend outside of the lead body properly. The ra lead was eventually explanted and replaced. No adverse patient effects were reported.